Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) conducted troubleshooting with customer over-the- phone to address the reported complaint. Fse had the customer turn off the g8 and remove a thumb screw where the sample needle tubing connects to the white dilution block. Fse had the customer hold paper towel at the white block to catch liquid and instructed customer to power the g8 back on. The g8 went through its normal start up procedure without error. Fse advised the customer to replace the sample needle and turn the g8 back on again, let it go through its normal start up procedure, and run samples. Fse followed-up with the customer the same day and was told they are not experiencing 706 syringe -l errors or grinding noise after replacing the sample needle. The g8 instrument was performing as intended. No further action was required. The instrument was installed at this customer's facility on 26-oct-2017. A 13-month complaint history review and service history review for serial (B)(4) from 26-oct-2017 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp.reset. The most probable cause of the reported event was due to clogged sample needle.

Event description:
On (B)(6) 2017, customer reported getting 706 syringe-l error and grinding noise on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
H2. Additional information. A review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Section g5 510k stated k071132. The corrected g8 510k number is k131580.